Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's pump had suspended insulin delivery while sleeping. The customer reported to have received several occlusion alarms. The customer tried using a different infusion set type, but the occlusions reoccurred. The customer's blood glucose was 300-400 mg/dl. Tandem technical support reviewed the customer's t:connect data and found two occlusion alarms. Upon a follow-up call on (B)(4) 2016, the customer indicated that there have been no recent occlusions.